Event description:
It was reported that the patient experienced two episodes of ventricular tachycardia (vt) after the managed ventricular pacing (mvp) events. In addition, there was one beat of an atrial pace within 80-110 milliseconds of a ventricle pace. The clinician expressed concern that the issue could be causing the ventricular tachycardia (vt) episodes. Reprogramming was planned for increasing the device's pacing rate. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.